Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was observed to be jumping. The customer reported the pump battery gauge dropped from 100% to 10% after being disconnected from a power source. The battery gauge later jumped back up to 100% after being reconnected to a power source. The customer's blood glucose was not impacted. Reportedly the customer had manual injections as alternate insulin therapy.